Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the oxygen sensor, which resolved the reported issue.

Event description:
It was reported that the ventilator displayed low oxygen readings. The ventilator was not in patient use at the time of the event.